Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and removed the shorted 4a filter. The technician replaced the 20a breaker and the burnt wires and terminals in the lower power supply as necessary. The cardio female hose fitting has been also replaced due to a leakage. Preventive maintenance, functional test and safety check as per the service manual were performed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Additional info received on 07/20/2015: "this machine is in the process of being sent back to the depot for repair. It is going to require an in-depth eval, as there seems to have been a small fire in the area of the 4 amp filter and surrounding wires". Additional info received on 07/29/2015: "I didn't really see any water leaking. There was little corrosion, but that is fairly common on these". Additional info received on 07/31/2015: a maquet field service technician investigated the unit and found evidence of shorting/burning in the lower power supply section. The unit was sent back to be depot for repair and follow up observation. A supplemental medwatch will be submitted as soon as additional info becomes available.

Event description:
Description from the customer report: "the customer stated that last night or overnight the water must have dripped into the base pan by the 20a breaker. Looks like it caused a spark, there is a black spot in there. Terminal strip looks black, possibly corroded. No pt involvement". (B)(4).